Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that, while in a spinal fusion, the imaging system shut down without prompt from the user when being brought into the operating room (or) for use. The pendant on the imaging system displayed "system booting, please wait." The imaging system was restarted and this resolved the reported issue. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.